Event description:
The centrifugal pump decoupled from the drive motor after initiation of a bypass procedure. As a result of the pump stop, the perfusionist had to hand crank the patient to continue blood flow while the drive motor was switched out. The pump was reset on a new drive motor and the surgery was completed without further complications. The patient conditon was reported as "fine".